Event description:
It was reported that the right ventricular (rv) recorded high out of range (oor) impedances greater than 3000 ohms and declared a lead safety switch on (B)(6) 2021. Additionally, upon review of this cardiac resynchronization therapy pacemaker (crt-p) logbook, technical services (ts) noted a signal artifact monitor (sam) episode back in (B)(6) 2020, with minute ventilation (mv) oversensing in the rv channel, the feature was deactivated by the sam, however, no oor impedances were noted during this sam episode. The patient is pacemaker dependent and experienced asystole for no longer than 2 seconds, however, the patient did not report experiencing any symptoms. The crt-p system was checked with isometrics and pocket manipulations and no noise was produced, however, there was an oor rv lead impedance value. Ts discussed the possible causes for the clinical observations. The crt-p system was already reprogrammed and ts recommended further reprogramming options. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).